Event description:
The hospital biomed reported that the right hand foot siderail would not latch on this bed. After troubleshooting with a hill-rom service tech it was discovered that a spring on the latch assembly had become detached. He reattached the spring and the siderail functioned properly. He stated that there were no adverse events associated with this failure.